Event description:
A hospital reported that the upper head of a cosycot infant warmer was cracking. No patient consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for evaluation. Results: cracking of the infant warmer head is usually due to the use of incompatible cleaning solutions and doing the cleaning before the warmer head has been cooled. It was reported that the hospital is currently using soapy water in cleaning the warmer head but uncertain as to what cleaning material had been used in the past. The operating manual states that cleaning of all parts of the infant warmer and accessories should be done at normal room temperature, around 23 degrees c. The device is made up of polycarbonate plastics and cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions are not recommended as these may cause chemical reactions to the plastic material. All surfaces of the warmer head may be cleaned with detergent based solution with maximum concentration of 2% in water. Conclusion: cracking of the infant warmer head, due to the use of non-compatible cleaning materials, is a known problem. We have an open CAPA to examine further compatible cleaning solutions.